Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012792503); product type: 0195-heart valves; product ID: d-evolutfx-2329 (lot: 0012801889); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implantation of a transcatheter aortic valve, complete heart block occurred immediately after full deployment of the valve, which was positioned approximately 4-5 millimeters into the left ventricular outflow tract. The implanters inserted a temporary pacing wire and left it in place during the patient's recovery to monitor and pace the patient as needed. The procedure ended with the right ventricle lead externalised pacemaker left in the patient, and a permanent pacemaker implantation was scheduled as a result of the heart block.